Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain on the left side since the trial began. It was unknown if the pain was procedure or device related. The cause of the pain was also unknown. It was believed that the patient was not getting any pain relief. The patient underwent an early lead pull procedure.